Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 5, 2023 and october 2, 2023 recorded the stable pacing impedance around 400 ohms with a sudden increase to >3000 ohms at the end of the recording period. Furthermore the pacing threshold trend curve demonstrated stable values around 2 v and a sudden increase to 7.5 v at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Rv lead pacing thresholds increasing, up to complete loss of capture (7.5v@1.5ms). Rv pacing impedance trends show values greater than 3000 ohm. Due to left subclavian vein occlusion a new implant was performed on the right side. Rv and lv lead were capped.